Event description:
Event description guidant received information that upon interrogation of the implantable cardioverter defibrillator (ICD) prior to implant, the device status was eri (elective replacement indicator). The device was not implanted.